Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir was leaking inside insulin pump. The customer¿s blood glucose level was 96 to 378 mg/dl at the time of the incident. Customer stated that there was leak on past second o ring. Self test was performed and it was failed. Customer was treated with manual injection. Customer stated there was not an air bubble in the reservoir. Customer stated that the type of moisture exposure was insulin inside the pump. Customer declined to troubleshoot. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.